Manufacturer narrative:
No pcr curve abnormalities are observed which would normally indicate an erroneous result. A low level of amplification is seen in each of the target channels, along with a late CT near the limit of detection (lod) for the assay. Samples that contain viral material near the lod of the assay can occur from either a low titer or a low level of laboratory contamination. Although, the dataset from the other cobas liat was not provided for review of the repeating run, further investigation was performed to rule out a product quality issue. No systemic issue was identified for lot 20110z. No product problem was found throughout the data analysis. The most likely cause for the discrepancy observed may be from lab cross-contamination. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR a customer from the us alleged discrepant results for one patient sample using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The customer reported the initial patient sample tested on cobas® liat® generated a positive result for all three targets: sars-cov-2, influenza a/b. The same sample was retested on a different cobas® liat® and generated a negative result for all 3 targets. The positive results were not reported to the patient and or/ medical personnel treating the patient. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.